Manufacturer narrative:
(B)(4). G2, report source, foreign: event occurred in singapore. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that when the femoral component was opened the sterile packaging was crumped into an irregular shape. As there was a concern for sterility, the implant was not used during the procedure. No adverse events were reported as a result of this malfunction.